Event description:
It was reported that the pt expired in 2008 due to unknown reasons. Implant duration 14 days. It is unknown if death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.